Manufacturer narrative:
A manufacturer representative on site completed a system checkout for the system. The issue was resolved by unplugging the touch screen functionality on the main cart. It was stated that the site will utilize the mouse for that screen. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the wireless mouse was connected, the camera cart monitor and main cart monitor were unresponsive to clicks. It was also reported that the screens were shifting images up and down. The monitor still had intermittent behavior when the mouse was not connected. Technical services (ts) recommended unplugging the mini-usb from the back of the cracked monitor to disable the touch screen functionality on it. The issue was resolved after following this instruction from ts. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: a manufacturer representative went to the site to test the equipment. The main cart monitor was changed out, and the touchscreen was then functioning. The system then passed the system checkout and was found to be fully functional. Device evaluation: the main cart monitor was returned to the manufacturer for analysis. Upon return, visual/physical examination found that the monitor had been taken apart and the power supply was not intact. Therefore, the manufacturer could not proceed with failure analysis. It was determined that there was a physical damage failure with the returned monitor. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: software analysis was completed. It was determined that the reported issue was not a software issue; the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.